Event description:
The customer reported that his blood glucose reached 22 mmol/l (396 mg/dl) less than a day after the device was activated. He noticed that the cannula was not in the skin anymore.

Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.